Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was selected for use. The groin looked good during implant. Eleven days later, the patient complained of groin pain during her normal office visit. Upon further investigation, the patient was diagnosed with pseudoaneurysm and was admitted to the hospital. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.